Event description:
It was reported, the patient had no stimulation sensation and acute pain in the left foot. The pain started the previous day. There was no known accident or incident related to the event. The device was interrogated with the recharger and the results indicated the stimulation was "off." The stimulation was turned "on" and the pain in the left foot felt better. About a week later, it was reported stimulation felt "different" and it was in the wrong location. The patient was able to turn the stimulator "on" and adjust the stimulation, but the patient could not get the stimulation to reach the correct place. The patient had been in a car accident on (B)(6) 2011 during which the airbags did not deploy, and the patient went into the steering wheel. After the accident, the stimulation was feeling different. It was also noted, the patient had developed scar tissue in the past and this had bent the leads. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information clarified following the car accident in (B)(6) 2011 the patient lost stimulation coverage for her lower buttocks and knee area. The patient was directed by her doctor to request reprogramming, and the patient was trying to get an appointment set up.

Event description:
Additional information received reported that after the patient was reprogrammed she stated that she has had better coverage, but under the circumstances the current coverage was the best that she would get.

Event description:
The patient wanted stimulation coverage for her back and legs. It was noted the patient had never had coverage in her feet or smooth coverage in her back and not in her ribs. The device was reprogrammed, and afterwards the patient had coverage in her feet and "a lot" more coverage in her back. The patient did not have stimulation in her ribs, and the stimulation was not uncomfortable. Following the reprogramming the patient was "very happy."

Manufacturer narrative:
Concomitant medical products: lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2008, programmer model 37742 serial# (B)(4), extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008, extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008.